Event description:
It was reported that pt presented himself to hospital in 2006. Pt was 5-6 days out of posterior wall myocardial infarction. Iab was inserted on five days later, at 1900 hrs in cath lab. Pt went to surgery for 3 vessel cardiac bypass graft and mitral valve replacement. At 1230 hrs on the following day, iab ruptured and blood was seen in helium line. Iab was removed. There were no reported pt complications.